Event description:
Customer reported the sensor was giving her bad readings. Customer stated her blood glucose was 208 mg/dl and the sensor was reading below 40 mg/dl. Customer was advised the sensor was not approved to use with customer's insulin pump. Troubleshooting for calibration error alerts performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.